Event description:
A patient in (B)(6) reported that "some time back a piece broke off of the [hc407 nasal mask] elbow fixing which I inhaled". The patient did not report any health consequences.

Manufacturer narrative:
Fisher & paykel healthcare conducted a recall on all tab designed connectors for CPAP masks in 2006. The recall was initiated in (B)(6) on 21 november 2006 ((B)(4)). The recall was completed by fisher & paykel healthcare and was closed by the (B)(6) in august 2007. The recall was initiated in the united states on 29 november 2006 ((B)(4)). All products manufactured since april 2006 features a redesigned connector that removes the locking tabs and was not subject to this recall. The patient advised that he received a replacement mask with the redesigned elbow connector.